Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the hi-torque balance middleweight universal (bmw) guide wire was attempted to be introduced into the radial artery; however, the bmw separated into two pieces outside the anatomy. It was noted a non-abbott introducer was used with the guide wire. The procedure was completed without the guide wire. There were no adverse patients effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported material (core) separation appears to be related to case circumstances of the procedure. In this case, based on the reported information, it is likely that manipulation during advancement through the introducer sheath, the guide wire became damaged ultimately resulting in the noted core separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.